Event description:
A nurse had contacted baxter corporate product surveillance to report that is difficult to remove the end cap from the extension set. In one case, the customer stated that she had to pull so hard that the luer lock connector separated from the tubing where it is bonded. Product surveillance spoke to the nurse regarding the issue, and the nurse stated that she can't take off the cap of the extension set because she doesn't have enough hands to remove the cap from the product while she's holding the catheter set in the patient. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. Batch number was not obtained and samples were not provided for evaluation. Quality and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.